Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that prior to magnetic resonance imaging (MRI), this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement. Technical services (ts) noted that the right atrial (ra) lead in this system is not MRI-conditional. It remains unknown whether the MRI occurred. No adverse patient effects were reported. This ICD remains in service.